Event description:
Patient reported left side "swelling of left side implant¿, ¿pain 'like electric shocks' running down the left side of the body¿, ¿concerned that her implants are textured and she might be at risk from bia_alcl¿. Patient has further reported capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported "swelling of left side implant and pain 'like electric shocks' running down the left side of the body" and "capsular contracture is suspected". The patient further reported that a healthcare professional diagnosed capsular contracture baker grade IV. Physician reports patient experienced "painful swollen breasts, hard, distorted, encapsulation." The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Broken observed.